Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the event could not be replicated. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system had a red x next to the emitter icon and showed an axiem error. Rebooting resolved the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.